Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, blood coagulation disorder, periodontal disease, bruxism, overheating of bone, inadequate bone quality/quantity, peri-implantitis, pain, swelling, inflammation, mobility.